Manufacturer narrative:
(B)(4). Additional questions in regard to the incident have been asked. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). One device was returned and evaluated. Visual inspection found no defects. The device was then activated on simulated tissue with acceptable results and a visual seal effect was observed. Further functional testing was performed on porcine kidney tissue. Multiple seals on various size vessels were made in an attempt to duplicate the customer's complaint. All seal cycles completed satisfactorily. The investigation found the device to function normally and within specifications. A device history review was completed and no entries pertinent to the customer's report were noted. Covidien could not confirm the customer's report.

Event description:
The customer reported that during a procedure, the device did not seal correctly. It is unknown if an endtone (indicating a completed seal cycle) had been heard. Slight bleeding occured but was controlled by another device. There was no injury to the patient.